Event description:
The customer's mother called and reported the insulin pump screen was cracked and the buttons were sticking. It was advised the insulin pump would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No sticky buttons anomaly was noted. The device was received with minor scratches on the display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, missing end cap sticker and an ink spot or bleeding on lcd glass.